Manufacturer narrative:
Additional information: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. The location of the leak could not be determined; however, fluid was discovered on the floor and under the cycler. Renal therapy services (rts) explained the error and advised to terminate therapy to prevent air from getting into the peritoneal cavity. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.